Manufacturer narrative:
Date sent to the FDA: 3/2/2022 additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced pain around her vagina, pelvis and groin, incontinence and other undisclosed adverse event.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction, gynecological surgical procedure in 2017 and mesh was implanted. It was reported that the patient experienced back and abdominal pain. No additional information was provided.